Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several low out-of-range pacing lead impedance values were noted on the right ventricular lead. No actions have been taken and the patient will continue to be monitored. The patient is in stable condition.

Manufacturer narrative:
The distal end of the lead was received for analysis and visual inspection revealed the lead to be compressed, consistent with clavicle crush damage. The lead did not pass the hi-pot test between the right ventricular (rv) and inner coil vectors. The rv cable lumen was breached with damage due to clavicle crush force noted on the ethylene tetrafluoroethylene (etfe) cable coating of one rv cable. The polytetrafluoroethylene (ptfe) liner was found to be damaged due to clavicle crush force exposing the inner coil. The damage found to the etfe cable coating of one of the rv conductors and exposure of the inner coil in the clavicle crush zone would have contributed to the reported impedance issues.